Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the air pen drive device had insufficient/low power and a worn motor. It was further determined that the device failed pretest for check power with power test bench and check speed with tachometer. A secondary evaluation also determined that the device had component damage and failed pretest for check the attachment coupling,. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. H11. Corrected data h6: health effect- impact code: this has been updated from no patient involvement (f27) to no health consequences or impact (f26).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products and therapy dates: reciprocating saw blade device (B)(6) 2021. UDI: (B)(4).

Event description:
It was reported that during a craniotomy surgical procedure, it was discovered that the air pen drive device decreased in power ¿bogs down¿ while trying to cut bone with a reciprocating saw blade device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.